Event description:
Clinical engineering was informed about truss head screws becoming unfastened on the litter assembly (head assembly) of a new secure s3 bed. The patient noticed a rocking motion on this part of the assembly, and notified staff. A second secure s3 bed, on the same floor, was tested by our biomed technician and found the same problem. Manufacturer response for electric bed, secure s3 (per site reporter). Stryker sales representative was contacted and a service technician was sent to retorque the screws on a portion of the s3 beds. The stryker service technician has agreed to retorque all secure s3 on inventory, a total of 87 beds.